Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with loss of capture on the rv lead and noise on the ra lead. No other anomalies were noted. The leads were explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.